Event description:
It was reported that when the ventilator charger was unplugged, there was no power lost indication on the display, no audible alarm, and no battery level indication. The ventilator was still running when the reported problem occurred. The ventilator was unplugged several more times with the same results. It is unknown if a patient was connected to the ventilator when the reported problem occurred.

Manufacturer narrative:
Na